Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the black box and download history showed no activity outside of normal patient use. The bolus history for (B)(6) 2011 showed at 21:57 20 units, and at 21:05 30 units. Normal and audio boluses were performed successfully and were accurately recorded in the pump history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A family member reported that the pump bolus history was inaccurate. The family member reported that she saw boluses delivered in the amounts of 20 units, 25 units, 32 units, and 16 units. She reported that the pump history showed only one bolus for 31.95 units.